Event description:
A hospital in (B)(6) reported via our distributor that the heater wire in an rt340 adult breathing circuit was not working. No patient consequence was reported.

Manufacturer narrative:
The complaint rt340 adult evaqua breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.